Event description:
Customer called to report damage to the insulin pump. Customer stated that the insertion point on the reservoir is broken. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and battery tube threads. It also had cracked belt clip slot, reservoir tube, and reservoir tube window. The lcd window had minor scratches and the end cap sticker was missing.